Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level of 400 mg/dl. Therefore, the healthcare professional tried to treat it with intravenous fluid, but on (B)(6) 2024, the patient went to the emergency room due to high blood glucose level. Also, the patient had high ketones which the healthcare professional identified as dangerous and life-threatening. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, the infusion had been used for one day and the site was patient's abdomen. Furthermore, the issue occurred with three similar types of infusion sets. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.